Event description:
It was reported the patient presented in clinic for follow-up and firmware upgrade. After the update upon interrogation, it was discovered the leadless pacemaker (lp) was in backup mode. There were no patient consequences.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Manufacturer narrative:
The reported complaint of evvi pacing was confirmed based on the provided merlin log and session record. The suspected evvi pacing may have started about 3 months prior to the event date. It was confirmed that an inappropriate mode change to evvi occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Event description:
New information received notes that programming changes completed after firmware upgrade.

Event description:
It was reported, the patient presented in clinic for follow-up and firmware upgrade. After the update, upon interrogation, it was discovered, there was evidence the leadless pacemaker (lp) was in unexpected backup mode, prior to the upgrade. The device was successfully upgraded. And programming was set to the correct settings. There were no patient consequences.